Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, he/she "didn't feel good" and received a reading of 45 mg/dl on the adc meter. It was further reported the customer was seen at a hospital where a reading of 420 mg/dl was obtained on a hospital device and customer was diagnosed with hyperglycemia and treated with insulin (dose/type unspecified). There was no report of death or permanent injury associated with this event.

Event description:
Customer reported that on (B)(6) 2018, he/she "didn't feel good" and received a reading of 45 mg/dl on the adc meter. It was further reported the customer was seen at a hospital where a reading of 420 mg/dl was obtained on a hospital device and customer was diagnosed with hyperglycemia and treated with insulin (dose/type unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported test strips have not been returned and a valid lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was completed for the precision strips and the reported complaint and no confirmed complaints were observed. Therefore, there were no adverse trends that indicate any potential product related issues if the test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and with strip insertion. All results were within range specification and no errors were observed during control solution testing. The complaint was not confirmed and no new issues were observed.this also serves as a correction report. Section g-5 ( pma510 k#) was incorrectly documented in the initial MDR 30 day report. Section g-5 has been updated - attachment: [attachments.zip]

Event description:
Customer reported that on 22-jul-2018, he/she "didn't feel good" and received a reading of 45 mg/dl on the adc meter. It was further reported the customer was seen at a hospital where a reading of 420 mg/dl was obtained on a hospital device and customer was diagnosed with hyperglycemia and treated with insulin (dose/type unspecified). There was no report of death or permanent injury associated with this event.